Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that their sensors are not working properly. Customer also stated that she was having trouble with differences between sensor glucose values and blood glucose values. Customer stated that one of the sensor cannulas was bent. Blood glucose value was 180 mg/dl at the time of the call. No further information was provided.